Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit vacuum fail.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily check, the cs300 intra-aortic balloon pump (iabp) unit vacuum fail. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue and found a leak in iab circuit alarm. The issue was fixed by re fixing the safety disk and connections. The machine was found with no issue and is back working.

Event description:
N/a.